Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue; however there were fibre and sachet jams recorded on the labour sheets which may impact complaint issue. The production monitoring system was reviewed and there were seal issues and the technician was on-line for remediation. All preventative maintenance was completed to schedule. Machine logs were reviewed and cross seals were changed during manufacture. Photographs provided with the case highlight seal issues with product trapped in seal. A nonconformance has been raised to investigate this issue and this complaint will remain open until the investigation has been completed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the primary packaging inside one secondary package was unsealed and did not cover/seal the entire dressing. Photographs were provided of the reported complaint issue.

Manufacturer narrative:
This complaint issue is associated with a previous site investigation. The site investigation, has been closed. A root cause investigation was opened and is now closed. The root cause investigation found that a buildup of debris and glue on sealing system to be the most probable cause for this issue. There is currently a revalidation program across all machines at the manufacturing plant. No additional information is available at this time. Should additional information become available, a follow-up report will be submitted. (B)(4).